Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, intermittent visual display abnormalities were observed during therapy. According to the hospital's report, the device was temporarily switched to manual mode, during which it functioned as expected. When the user attempted to return the device to intelligent delivery mode, the screen began to glitch. Hospital staff noted that despite the display issue, the monitored values appeared to remain accurate. A transient drop in the patient's oxygen saturation was observed prior to the screen abnormality, and the patient's oxygen saturation returned to pre-event levels following supportive measures from the clinical team. No lasting adverse effects were reported. Ventilator mode and settings: bipap; ipap 13, epap 8, rate 30, o2 50-100%.